Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported fluttering and shaking during routine activities and questioned how they should proceed. The patient was directed to their following cardiologist to have their cardiac resynchronization therapy defibrillator (crt-d) checked. It was discovered that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.